Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user sustained hyperglycemia after meals while using a cd 23" infusion set, with fingerstick glucose reaching 448 mg/dl and dexcom g7 showing concordant high readings. Tubing priming produced drops and no leaks were observed at the site, and the user reported recent higher-than-usual carbohydrate intake including sweet potato and dinner. Symptoms included hyperglycemia peaking at 452 mg/dl. Outcomes included continued monitoring and eventual glucose reduction to 316 mg/dl after supply replacement and ongoing corrections, without hospitalization. Investigation included phone-based troubleshooting, verification of insulin flow through tubing, assessment for site leakage, and recommendation to replace infusion supplies. Investigation of this case revealed that device function appeared intact with confirmed flow and no site leak, and the event was consistent with incorrect meal size announcement leading to insulin underestimation. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with meal announcement rather than a device malfunction.